Event description:
Olympus medical system corp. (Omsc) was informed that 100cfu gramm negative bacteria detected from instrument channel of the subject device during a routine inspection. There is no report of adverse event related to the detection of the bacteria.

Manufacturer narrative:
The subject device has been returned to olympus (B)(4) for eval. Based upon the eval of the subject device by olympus (B)(4), it was confirmed that there was a hole in the cementing between plastic cover and c holder of the distal end. The subject device was not returned to olympus medical systems corp. (Omsc) for eval. Omsc reviewed the manufacture history of the subject device and confirmed that there was no irregularity related to the event found. The exact cause could not be determined at present, however, hole in the cementing between plastic cover and c holder of the distal end could not be ruled out as a contributing factor to the reported event. If significant add'l info is received, this report will be supplemented.